Event description:
Patient had a port-a-cath placed five years ago for monthly ivig (intravenous gamma globulin injections). The day before admission, the ivig was attempted to be placed in the port-a-cath, but there was extravasation confirmed by a dye study. The patient developed pain at the site and faint erythema over the breast. She was taken to the operating room where the port itself came out. There was a split in the catheter right at the port insertion site, which explained the extravasation. The catheter absolutely would not leave the tract. It was dissected down to where the catheter dived underneath the first rib, clavicle, and sternum, but would not dislodge. After intraoperative phone conversation with a chest surgeon, a decision was made that the most prudent thing was to just ligate the catheter, cut it, and leave it in the end of the subcutaneous space. Although this is not ideal, it seemed more appropriate than actually going into her chest after the catheter. The patient received intravenous antibiotics overnight, and the following morning the slight erythema over her chest was improving. There was slight bruising at the site of removal, otherwise it looked benign. She was therefore discharged to home with another six days of oral antibiotics. Plans are to have a new port placed once she has been without any evidence of infection for approximately a week.